Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely because their implantable cardiac monitor exhibited under-sensing. No intervention was made. There were no patient consequences.